Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: moved to my uterus"), embedded device ("migration of essure device location of device: moved to my uterus and embedded itself to the wall of the uterus"), pelvic pain ("chronic pelvic pain / increasingly severe pain/ pain"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding") and abdominal hernia ("gastrointestinal or digestive system condition type: hernia of the abdominal cavity") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and ovarian cyst. Concurrent conditions included sinus infection, facial pain, fever, chills, sore throat, vomiting, pharyngitis, diarrhea, acute gastroenteritis, chest discomfort, bronchitis, purulent nasal discharge, dizziness, heartburn, arthralgia, irregular menstrual cycle, morbid obesity and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) since 2012 for contraception. In (B)(6)2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss / hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysuria ("bladder or urinary problems or changes painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced tooth disorder ("dental problems"). On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), dysgeusia ("a metal taste in her mouth") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation on (B)(6)2015, hysterectomy (full), salpingectomy (bilateral) on (B)(6)2015, endometrial ablation and open ventral hernia repair on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, genital haemorrhage, abdominal hernia, pelvic discomfort, back pain, abdominal distension, abnormal weight gain, alopecia, dysgeusia, urinary tract infection, female sexual dysfunction, dysuria, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, fatigue, vaginal haemorrhage, nausea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Discrepancy noted in essure insertion date as (B)(6)2009 and removal date as (B)(6)2015, (B)(6)2015. Current weight 223 lbs. Patient has had a tubal ligation. Essure device was adherent to the posterior side of the uterus. Tubal occlusion- left tubal occlusion. Discrepancy noted - patient did not undergoes essure confirmation test is mentioned in current follow up dated (B)(6)2019 but hsg was reported in previous follow up. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - in 2009: results: her coils were properly placed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, abdominal pain lower, fatigue, nausea, headaches, abdominal hernia. Quality-safety evaluation of ptc: based on the technical investigation, no sample/lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit was unable to confirm any quality defect or device malfunction at this time however; the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received: surgeries were added. Events: vaginal hemorrhage, urinary tract infection, apareunia, dysuria, migraines, headaches, nausea, device expulsion, embedded device, dental problems, dysmenorrhea, dyspareunia, vaginal discharge, weight gain, abdominal hernia, abdominal pain lower added. Event onset date and outcome were added. Concomitant conditions and drug were added. Reporter causality comments were added. Reporters were added. Essure removal date was updated. Patient demographic details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one broke as it was being placed and had to remove and replace'), device expulsion ('migration of essure device location of device: moved to my uterus, migration of essure device location of device: embedded in uterus'), embedded device ('migration of essure device location of device: moved to my uterus and embedded itself to the wall of the uterus, migration of essure device location of device: embedded in uterus'), pelvic pain ('chronic pelvic pain / increasingly severe pain/ pain'), menorrhagia ('heavy menstrual bleeding / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding/bleeding: other') and abdominal hernia ('gastrointestinal or digestive system condition type: hernia of the abdominal cavity') in a 32-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, ovarian cyst, miscarriage (miscarriages 3) and nickel sensitivity. Concurrent conditions included sinus infection, facial pain, fever, chills, sore throat, vomiting, pharyngitis, diarrhea, acute gastroenteritis, chest discomfort, bronchitis, purulent nasal discharge, dizziness, heartburn, arthralgia, irregular menstrual cycle, morbid obesity and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2015 for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complications or problems that occurred at the time of your essure placement:one broke as it was being placed and had to remove and replace"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy(metal taste in my mouth)"). In 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections") and depression ("psychological or psychiatric problems condition: depression,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysuria ("bladder or urinary problems or changes painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal hernia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cyst ("tumor / teratoma / cancer type: cyst the size of a golfball"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), dysgeusia ("a metal taste in her mouth") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, surgery (ablation on (B)(6) 2015, hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2015, endometrial ablation and open ventral hernia repair on (B)(6) 2015) and had to remove and replace. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, embedded device, genital haemorrhage, abdominal hernia, pelvic discomfort, back pain, abdominal distension, abnormal weight gain, alopecia, dysgeusia, female sexual dysfunction, dysuria, migraine, tooth disorder, vaginal discharge, depression, allergy to metals, cyst and complication of device insertion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, fatigue, urinary tract infection, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower and weight increased had resolved. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, back pain, complication of device insertion, cyst, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Discrepancy noted in essure insertion date as (B)(6) 2009 and removal date as (B)(6) 2015, (B)(6) 2015, (B)(6) 2015. Current weight 223 lbs. Patient has had a tubal ligation. Essure device was adherent to the posterior side of the uterus. Tubal occlusion- left tubal occlusion. Discrepancy noted - patient did not undergoes essure confirmation test is mentioned in current follow up dated (B)(6) 2019 but hsg was reported in previous follow up. Essure confirmation test :- no essure confirmation test. As per follow up discrepancy note date of removal :-(B)(6) 2015, (B)(6) 2015,(B)(6) 2016 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2009: results: her coils were properly placed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, abdominal pain lower, fatigue, nausea, headaches, abdominal hernia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome of the event headaches, weight gain were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one broke as it was being placed and had to remove and replace'), device expulsion ('migration of essure device location of device: moved to my uterus, migration of essure device location of device: embedded in uterus'), embedded device ('migration of essure device location of device: moved to my uterus and embedded itself to the wall of the uterus, migration of essure device location of device: embedded in uterus'), pelvic pain ('chronic pelvic pain / increasingly severe pain/ pain'), menorrhagia ('heavy menstrual bleeding / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding') and abdominal hernia ('gastrointestinal or digestive system condition type: hernia of the abdominal cavity') in a 32-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst and miscarriage (miscarriages 3). Concurrent conditions included sinus infection, facial pain, fever, chills, sore throat, vomiting, pharyngitis, diarrhea, acute gastroenteritis, chest discomfort, bronchitis, purulent nasal discharge, dizziness, heartburn, arthralgia, irregular menstrual cycle, morbid obesity and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2015 for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complications or problems that occurred at the time of your essure placement:one broke as it was being placed and had to remove and replace"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy(metal taste in my mouth)"). In 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections") and depression ("psychological or psychiatric problems condition: depression,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysuria ("bladder or urinary problems or changes painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal hernia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cyst ("tumor / teratoma / cancer type: cyst the size of a golfball"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), dysgeusia ("a metal taste in her mouth") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, surgery (ablation on (B)(6) 2015, hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2015, endometrial ablation and open ventral hernia repair on (B)(6) 2015) and had to remove and replace. Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device expulsion, embedded device, genital haemorrhage, abdominal hernia, pelvic discomfort, back pain, abdominal distension, abnormal weight gain, alopecia, dysgeusia, female sexual dysfunction, dysuria, migraine, headache, tooth disorder, vaginal discharge, weight increased, depression, allergy to metals, cyst and complication of device insertion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, fatigue, urinary tract infection, nausea, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, back pain, complication of device insertion, cyst, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Discrepancy noted in essure insertion date as (B)(6) 2009 and removal date as (B)(6) 2015, (B)(6) 2015. Current weight 223 lbs. Patient has had a tubal ligation. Essure device was adherent to the posterior side of the uterus. Tubal occlusion- left tubal occlusion. Discrepancy noted: patient did not undergoes essure confirmation test is mentioned in current follow up dated (B)(6) 2019 but hsg was reported in previous follow up. Essure confirmation test : no essure confirmation test. As per follow up discrepancy note date of removal : (B)(6) 2015, (B)(6) 2016 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2009: results: her coils were properly placed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, abdominal pain lower, fatigue, nausea, headaches, abdominal hernia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs&mr received reporter information was added. Lot no was added. New event added device breakage, depression, nickel allergy, cyst the size of a golfball, complication of device insertion. Severity added abdominal pain. Event outcome updated dysmenorrhea (cramping, urinary tract infections. Medical history, treatment drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one broke as it was being placed and had to remove and replace'), device expulsion ('migration of essure device location of device: moved to my uterus, migration of essure device location of device: embedded in uterus'), embedded device ('migration of essure device location of device: moved to my uterus and embedded itself to the wall of the uterus, migration of essure device location of device: embedded in uterus'), pelvic pain ('chronic pelvic pain / increasingly severe pain/ pain'), menorrhagia ('heavy menstrual bleeding / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding') and abdominal hernia ('gastrointestinal or digestive system condition type: hernia of the abdominal cavity') in a 32-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst and miscarriage (miscarriages 3). Concurrent conditions included sinus infection, facial pain, fever, chills, sore throat, vomiting, pharyngitis, diarrhea, acute gastroenteritis, chest discomfort, bronchitis, purulent nasal discharge, dizziness, heartburn, arthralgia, irregular menstrual cycle, morbid obesity and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) from (B)(6)2012 to(B)(6)2015 for contraception. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complications or problems that occurred at the time of your essure placement:one broke as it was being placed and had to remove and replace"). In (B)(6)2010, the patient experienced allergy to metals ("nickel allergy(metal taste in my mouth)"). In 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections") and depression ("psychological or psychiatric problems condition: depression,"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysuria ("bladder or urinary problems or changes painful urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On(B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal hernia (seriousness criterion medically significant). On (B)(6)2015, the patient experienced cyst ("tumor / teratoma / cancer type: cyst the size of a golfball"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), dysgeusia ("a metal taste in her mouth") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, surgery (ablation on (B)(6)2015, hysterectomy (full), salpingectomy (bilateral) on (B)(6)2015, endometrial ablation and open ventral hernia repair on (B)(6)2015) and had to remove and replace. Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device expulsion, embedded device, genital haemorrhage, abdominal hernia, pelvic discomfort, back pain, abdominal distension, abnormal weight gain, alopecia, dysgeusia, female sexual dysfunction, dysuria, migraine, headache, tooth disorder, vaginal discharge, weight increased, depression, allergy to metals, cyst and complication of device insertion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, fatigue, urinary tract infection, nausea, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, back pain, complication of device insertion, cyst, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Discrepancy noted in essure insertion date as (B)(6)2009 and removal date as(B)(6)2015, (B)(6)2015. Current weight 223 lbs. Patient has had a tubal ligation. Essure device was adherent to the posterior side of the uterus. Tubal occlusion- left tubal occlusion. Discrepancy noted - patient did not undergoes essure confirmation test is mentioned in current follow up dated 24-jan-2019 but hsg was reported in previous follow up. Essure confirmation test :- no essure confirmation test. As per follow up discrepancy note date of removal :-oct 2015, nov 2015,jul 2016 and 18dec2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2009: results: her coils were properly placed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, abdominal pain lower, fatigue, nausea, headaches, abdominal hernia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain/ pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and dysgeusia ("a metal taste in her mouth"). The patient was treated with surgery (surgery to remove her essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, fatigue, alopecia and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dysgeusia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: her coils were properly placed. Quality-safety evaluation of ptc: based on the technical investigation, no sample/lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit was unable to confirm any quality defect or device malfunction at this time however; the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporter added: stop date was updated, event abnormal bleeding were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and dysgeusia ("a metal taste in her mouth"). The patient was treated with surgery (surgery to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, fatigue, alopecia and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dysgeusia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: her coils were properly placed. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including chronic pelvic pain / increasingly severe pain. On (B)(6) 2015 she underwent surgery for removal of essure. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and dysgeusia ("a metal taste in her mouth"). The patient was treated with surgery (surgery to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, fatigue, alopecia and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dysgeusia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before removal surgery she sought treatment for her symptoms, but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: her coils were properly placed . Quality-safety evaluation of ptc: based on the technical investigation, no sample/lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit was unable to confirm any quality defect or device malfunction at this time however; the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including chronic pelvic pain / increasingly severe pain. On (B)(6) 2015 she underwent surgery for removal of essure. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases was not applicable. Follow-up information will be obtained through the litigation process.